Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows assembly and seals were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a large leak discovered during preuse checkout. There was no report of patient involvement.